Event description:
The initial reporter alleged discrepant results for two patient samples tested with the elecsys anti-hcv ii assay on the cobas 6000 e601 module. For sample 1, testing on (B)(6) 2022 yielded reactive results of 6.15 coi and 5.89 coi. A second collection tested on (B)(6) 2022 yielded a reactive result of 4.89 coi. Subsequent testing on (B)(6) 2022 using an elisa method was negative, and testing on (B)(6) 2022 using riba was also negative. For sample 2, testing on (B)(6) 2022 yielded reactive results of 7.31 coi, 6.46 coi, and 7.32 coi. Subsequent testing on (B)(6) 2022 using an elisa method was negative, and testing on (B)(6) 2022 using riba (recombinant immunoblot assay) was also negative. Additional testing of both samples using the fujirebio innolia hcv score assay yielded negative results.

Manufacturer narrative:
The reported event involved testing conducted on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the anti-hcv ii assay performed within specifications. The customer's reported reactive results for both patient samples were reproduced during internal testing using the same assay. However, additional testing with the fujirebio innolia hcv score assay yielded negative results for both samples. The root cause of the discrepant results was attributed to sample-specific factors. As stated in the assay's method sheet, single false-positive results can occur due to the assay's specificity. The device remains in operation at the customer site.